Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately right superficial femoral artery. A 5.0mmx60mmx80cm (4f) sterling balloon catheter was advanced for dilatation. During the initial inflation at 8 atmospheres for 15 seconds, the balloon ruptured in a pinhole form at the center part. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.